Manufacturer narrative:
The referenced device was returned to olympus for repair. The service inspection confirmed the customer¿s reported problem as the device displayed no image due to a defective charged coupled device (ccd) unit. Additionally, kinks on the cabling were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head has a no image defect, ¿black image¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.